Manufacturer narrative:
The DHR review performed for this lot indicates that the product was tested and inspected per established manufacturing requirements. This review revealed that the product met all requirements per the applicable manufacturing quality plan, including and purgeability verifications per test result. It is not possible to make a conclusion regarding procedural factors that may have contributed to the reported difficulty. Based on the DHR review, there is no evidence that the events are manufacturing related. The product is not available for analysis; therefore no conclusion can be made. This report is being submitted in place of the medwatch MFR report # 1058196-2007-00185.

Event description:
During prep, air was noted at the hub following the purging of the delivery system. The delivery system was prepped according to the IFU. This unit was discarded and a non-cordis product was used to continue the procedure.